Event description:
An orsiro drug-eluting stent system was selected for treatment. A defective stent was unwrapped. It was noted before implantation and was not used on the patient.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. The stent has been fully dilated and is still located on the balloon. The stent is flattened over its entire length, also several struts are bent. Judging from the x-ray markers the stent is displaced by about 2 mm in proximal direction. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.